Event description:
During administration of packed red blood cells utilizing blood warmer, the fluid reservoir of the blood warmer became bloody. Administration was ceased and the unit was removed from svc.